Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Right hemicolectomy. During the first firing of functional end to end anastomosis, the device did not react when the surgeon tried to open the jaws to change the staple line. The surgeon removed the adapter from the idrive handle and replaced the idrive handle. The case was completed successfully. No patient injury.